Manufacturer narrative:
Concomitant medical products: product ID 3889, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Rep and hcp reported blood in the lumen of the lead and they wanted to know if that indicates the structural integrity of the lead has been damaged. It was reviewed that the lead is not guaranteed to be hermectically sealed, thus it implies that blood can get into the lumen. It was advised that impedances should be checked. No patient symptoms and no further patient complications have been reported as a result of this event. New information was reported. Manufacturer representative reported the lead was damaged. It was reported that the lead was opened but not used and that it was not responsive. Manufacturer representative reported "switching sides deploy in that lead. Opened 3rd lead in conversation framing needle the guidewire gets stuck in the framing needle got bent during placement." No further complications anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1gf9t, implanted: (B)(6) 2017, product type: lead; product ID: 3889-28, lot# va1gf9t, implanted: (B)(6) 2017, product type: lead; product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the physician placed one lead and noticed blood in the lumen, so they replaced that lead. They placed a second lead and noticed blood in the lumen on that lead as well. This was when the manufacturer was contact and it decided to keep that lead in place. It was unknown what the cause of the blood in the lumen was. The leads that were not used were disposed of. There was no additional damage to the leads. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.